Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation and the stent graft was still loaded in the catheter and the inner catheter was twisted around where the stent is loaded. The lumen of the delivery system could not be flushed, a guidewire could not go through the delivery system as it gets stuck and attempts to deploy the stent failed which leads to confirmed results for failure to deploy and material deformation. A provided radiographic image shows the stent graft undeployed in the vessel inside the delivery catheter with the markers still fused. It was reported that an 8f introducer/0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated. The inner catheter was twisted inside the catheter and it is not entirely clear how this happened but it is considered to be associated with the failure to deploy the stent. Based on the evaluation of the provided photo and analysis of the returned sample, the investigation is closed with confirmed results for failure to deploy and material deformation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly could not be expanded once deployed at the desired location. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly could not be expanded after deployed at the desired location. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.